Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging bad headaches and felling pressure in the front of his head.the device was returned and manufacturer could not confirm anything during device evaluation. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging bad headaches and felling pressure in the front of his head. The device was returned and manufacturer could not confirm anything during device evaluation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of talc contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of talc contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.